Event description:
Related manufacturer report number: 2017865-2022-01870; 2017865-2022-01872. It was reported that during follow-up in clinic, the patient presented with noise oversensing due to insulation degradation on their right atrial (ra) lead and low impedance on the right ventricular (rv) lead. It was noted the patient presented in clinic for the lead revision on (B)(6) 2022, both lead were capped and replaced. During the procedure, the patient's existing pacemaker presented with noise oversensing after connected to the new rv lead. The device was explanted and replace during the same procedure. The patient was in stable throughout the procedure.